Event description:
Reporter indicated high lead impedance readings were obtained after a pt's vns was re-enabled following an MRI. The pt may have had possible trauma. The vns was disabled. X-rays were reviewed which did not identify any obvious anomalies, but the image quality was poor. It could not be determined if the lead pin was fully inserted into the generator. Vns revision surgery is possible, but has not been scheduled to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.